Manufacturer narrative:
The hillrom technician found the turn assist valve and control pc board needed to be replaced. The synergy air elite bed functions with alternating pressure therapy which redistributes pressure points. A malfunction of the rotation/turn assist feature were to reoccur the pressure redistribution feature could be compromised and thus has the potential to result in a serious injury and is therefore a reportable malfunction. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the turn assist valve and control pc board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating that the patient was not turning to the left as the mattress was losing pressure and the patient developed a pressure injury on the right buttock, that was not staged. The pressure injury was being treated with daily cleaning and barrier cream and was reportedly improving. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).